Event description:
Inbound. Spouse stated one of IV remodulin cadd cassettes alarming unresolved beeping and no disposable on both pump. Reports this is the third cassette this month. No further details provided.